Manufacturer narrative:
The account found the scale had been zeroed with the pt in the bed and is requesting a quick reference guide. The account was emailed the quick reference guide. The technician investigated the alleged incident and found the bed operating properly. The account stated the nurse found the pt on the floor and the bed was showing a negative weight. The technician in-serviced the nurses on operating the pt position module features to resolve the issue.

Event description:
The account alleges a pt fell, the bed exit did not alarm. No injury reported.